Manufacturer narrative:
The customer¿s complaint of a device issue was not confirmed in the logs or replicated during testing. The pca module event and error log showed no obvious irregularities. Functional testing performed on the source pca module found the device operating in specification. During the inspection of the device there were no anomalies observed. The device was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there was an unspecified device issue. Per biomed the device had a note on it which stated, "not accurate", but it's unknown what the note was referring to.